Event description:
New information noted that the patient was experiencing syncope, and the implantable cardioverter defibrillator exhibited high capture thresholds. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent capture. Further information was requested however, was not provided.